Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the symptoms were redness, pain and itching at the site of implant. There were no signs of infection or swelling. The area responded to antihistamines. The surgeon did not take any tissue samples. The site of implant was changed (B)(6) 2011 and again in (B)(6) 2012. Allergy tests were suggested. An outcome was not provided. If received, a follow up report will be sent.

Event description:
Follow up information reported that the patient's dermatologist believed that the patient did not have an allergy or an infection. The physician planned to do some allergy tests soon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been an allergic reaction/erosion. An inflammatory reaction at the implantable neurostimulator (ins) site was noted without any localized infection. It was unclear if this was an allergy to the ins material. It was stated that the ins site had been changed 3 times over the past 18 months and the inflammatory response came back each and every time. Patient status at the time of this report was not possible to be obtained. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).